Manufacturer narrative:
Additional information: section d-9: device available for evaluation: no. Section d-9: device date returned to manufacturer: not returned. Section h-3: device evaluated by manufacturer: photo. Device evaluation: a customer photo was evaluated. The photo displayed two cartridges; one cartridge was observed to be torn at the tip. Due to no product received, further evaluation could not be performed. The complaint issue "cartridge tip cracked/damaged" was identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that unfolder platinum cartridge was damaged after implantation. The damage was noted during implantation/application. No patient or user harm occurred. No further information is available.